Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what surgical procedure was performed? Laparoscopic colectomy. Did the patient have a post-op leak or was it only post-surgical bleeing? No. How was the post-op bleeding identified? No. How many days postoperative was the bleeding identified? N/a. What was the total estimated blood loss (ml)? N/a. Was a transfusion required? N/a. How was the bleeding addressed? N/a. What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? N/a. Please explain what is meant by, ¿problems with the battery?¿ n/a. Were there any issues experienced with the device in the initial surgical procedure? Yes, it cut but did not staple correctly. What healthcare professional fired the device and what is his/her experience with the device? Doctor, 18 years as a general surgeon. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes. Were there any issues noted with staple formation? Yes, the circular stapler line was not formed completely. What is the current patient status? Ok, surgery had to be changed to open and anastomosis completed with another circular stapler. If the patient had a leak, please answer the following: was a leak test performed? Yes. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? Intraoperative. How was the leak identified? During the leak test. What was observed at the site of the leak upon reoperation? No reoperation, surgery was changed to an open procedure and anastomosis was completed with another stapler. How was the leak addressed? New anastomosis completed.

Event description:
It was reported, the intraluminal battery has given problems. Today the patient with laparoscopic procedure finished with open procedure. The anastomosis has broken twice. Post-surgical bleeding.